Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 additional implanted clip the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While there was no change in mr, the reported patient effects of mr and mitral valve injury as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficulty grasping the leaflets could not be determined. The reported tissue damage appears to be related to the procedural circumstances of the difficult grasping, which then resulted in the unchanged mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet damage. It was reported that the mitraclip procedure, on (B)(6) 2017, was to treat functional mitral regurgitation (mr) with a grade of 4. Leaflet assessment was performed and was satisfactory. After positioning the first clip on the medial part of a2/p2, the clip was implanted with a result of mr grade of 3-4. A second clip was attempted; however, it was impossible to grasp the leaflet, so the clip delivery system (cds) was removed, with the clip undeployed. The final mr had returned to grade 4. On (B)(6) 2017, the patient was hospitalized for mitral valve replacement surgery. Leaflet damage was observed and was thought to have occurred during attempted placement of the 2nd clip. The patient remained stable and the outcome was noted to be good. No additional information was provided.